Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
On (B)(6) 2021 an event occurred in which the image disappeared from the filing system during use. Dvi was alive and could be displayed on endovue21, but analog output was not output. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result it was found that the cause was the disappearance of the resistance pattern of the chip resistance due to the electrochemical corrosion phenomenon. The process board and lamp power supply unit have been replaced.